Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving multiple inappropriate shocks due to supraventrentricular tachycardia (svt). Review of the episode found that the rhythm was detected in a monitor only zone and redetected in the ventricular tachycardia (vt) zone. Boston scientific technical services (ts) discussed that since the rhythm was initially detected in a monitor only zone, detection enhancements would not be applied in the vt zone. Additionally, it was found that noise was detected on the atrial channel that was thought to be undersensed, which caused the atrial rhythm to be greater than the ventricular rhythm. Troubleshooting options were discussed to address the noise on the atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.